Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) confirmed the result of the device evaluation, but could not identify any defects that could affect the occurrence of the reported event. The exact cause of the reported event could not be conclusively determined. However, based on the following information, foreign material may have adhered to the forceps elevator due to insufficient reprocessing by the user facility. -from the device inspection results, it was confirmed that foreign material adhered to the forceps elevator, the distal end cap was dirty, and the adhesive around the light guide lens was discolored. -the instruction manual states the brushing method around the forceps elevator and how to send and rinse the cleaning fluid. -in the past similar cases, the cause was surmised to be improper reprocessing. In addition, based on the following information, there is a possibility that dirt has entered the inside of the light guide lens due to a gap in the adhesive of the light guide lens due to physical stress or the like. -from the inspection results of the device, it was confirmed that the inside of the light guide lens was dirty. -the instruction manual states precautions regarding physical stress on the device. -in the past similar cases, it was surmised that the cause was that dirt had entered due to a gap in the adhesive of the light guide lens due to physical stress. The instruction manual states that the external surface of the entire insertion section including the bending section and the distal end, should be inspected for irregularities. Therefore, the user can properly detect the reported event. In addition, the instruction manual states the reprocessing method of the channel opening, allowing the user to reduce/prevent the occurrence of foreign material adhering to the forceps elevator. The instruction manual states a warning of external stress on the endoscope, allowing the user to reduce/prevent the generation of dirt inside the light guide lens. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device was evaluated at (B)(4). As a result of the evaluation, the following was confirmed. -the objective lens was discolored. -the adhesive of the bending section rubber was peeled off. -due to wear of the angle wire, the downward angulation did not meet the reference value. -due to damage to the ccd unit, the specified resolution could not be obtained. -the endoscopic image was cloudy due to the damage of the ccd unit. -the distal end cap was dirty. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus inspected the device at the service department of olympus medical systems (B)(4) and found that the inside of the light guide lens was dirty, and foreign material was adhered to the forceps elevator. There was no report of patient injury associated with the event.